Manufacturer narrative:
(B)(4). MDR initial report: report source, foreign - event occurred in (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation as the location is unknown. Medical product: g7 10 deg e1 liner 32mm c, catalog #:010000886, lot #:3530523, medical product: exceed abt m2a - 32, catalog #: 6500882, lot #: 3492932, medical product: g7 3 hole, pps-bonemaster - 48 catalog #: 01000701, lot #:3620298. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During initial right hip surgery, a fracture of the femur occurred subsequently, the femoral component was revised once the fracture stabilized. Relation to device: uncertain. Relation to instrument: uncertain. Relation to procedure: definitely. Patient outcome: revision.

Manufacturer narrative:
(B)(4). Update regarding event date: reoperation date: march 18, 2016. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that: the greater trochanter fracture of the right hip occurred during surgery. Subsidence of the stem occurred during the first two months postop. Reoperation was performed approximately two months later. Only the femoral component was revised. Patient outcome: revision. Relation to device: uncertain, relation to instrument: uncertain, relation to procedure: definitely.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The reported event has not been confirmed as relevant photographs have not been provided and product has not been returned for evaluation and the DHR review did not identify any issues. The root cause of the reported event cannot be determined with the information provided. It has been confirmed that the implant is not within the scope or subject of any field actions or recalls which could be attributed to reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.